Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the staple line bled post operatively. The patient returned to the operating room to control bleeding.